Manufacturer narrative:
Citation: panagiotis karyofillis. Conduction abnormalities after transcatheter aortic valve implantation. J geriatr cardiol. 2018 jan; 15(1): 105¿112. Doi: 10.11909/j.issn.1671-5411.2018.01.004 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding conduction abnormalities after transcatheter aortic valve implantation. This is a review article and all data were collected from multiple centers and registries. The study population included unspecified number of patients and unspecified number of which were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients adverse events included: conduction abnormalities, permanent pacemaker implantation, complete heart block (chb), atrio-ventricular (av) block, left bundle branch block (lbbb) and right bundle branch block (rbbb). Based on the available information, these adverse events can be attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.